Event description:
It was reported to philips that the device's battery had an early life failure. There was no patient involvement.

Event description:
It was reported to philips that the device's battery had an early life failure. There was no patient involvement. Reported problem could not be verified in lab ¿ the battery was received with 80% capacity at minimum and was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer). The battery was also able to calibrate using mrx device and seemed to be operating normally.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.